Manufacturer narrative:
Device evaluated by MFR: corrected: previous supplemental MDR inadvertently indicated, stating that the generator was pending analysis. Updated to - device evaluation is not necessary because the reported event of infection has been determined as not related to vns therapy, but rather to the presence of the device. This report is supplemental continuation from reports in MFR. Report # # 1644487-2007-0006.

Event description:
This report is a supplemental correction that is a continuation from reports in MFR. Report # # 1644487-2007-0006. No further relevant information has been received to date.